Event description:
Fluid build-up in the left knee [joint effusion], hard lump on the left knee [injection site nodule], needle was too short and in the wrong location/synvisc injected into the tissue [drug administered at inappropriate site], pressure in left knee joint [sensation of pressure], knee was stiff [joint stiffness], difficulty ambulating [gait disturbance], rash [rash], pain/pain in her left knee [arthralgia], swelling/knee began to swell [joint swelling], no relief [therapeutic response decreased], knee continues to crunch [joint crepitation], upset stomach [stomach discomfort]. Case description: spontaneous report received on (B)(6) 2008 from a consumer regarding a (B)(6) female, osteoarthritis pt, initials (B)(6). The pt received injections of synvisc in her left knee on (B)(6) 2008. The pt reported that the physician used ultrasound guided synvisc administration. A few days after the third injection, the pt experienced pain and swelling and no relief after synvisc. The pt also broke out in a rash on her back, shoulder, and neck which was "very annoying to deal with." The pt used benadryl cream to treat the rash. The pt also reported that she had not seen any difference in the pain yet and her knee continued to "crunch" like bones rubbing against one another, just like it was before synvisc. As of the date of receipt of this report, the pt had not yet recovered. Additional info was received from the pt on (B)(6) 2008. The pt stated that she continued to experience pain in her left knee that was much worse than the pain she had prior to synvisc. She also had some fluid build-up in her left knee. The pt stated that there is a hard lump on her left knee at the spot where the synvisc was injected. The pt reported that she treated her left knee pain with ice and advil every six hours and the advil upset her stomach. As of the date of receipt of this report, the pt had not yet recovered. Additional info was received from the pt on 30-oct-2008. The pt reported that the fluid build up in her left knee was with both the second and third synvisc injections. The pt claimed that the physician gave the injections with a needle that was too short and in the wrong location. The pt also stated that the physician was unable to withdraw fluid from her left knee for treatment of the fluid buildup because the needle was too short. The pt was seen by another physician to have fluid withdrawn from her knee to treat the fluid buildup on an unknown date. The pt also did not experience relief from her arthritis knee pain. As of the date of receipt of this report, the pt's outcome was unknown. Additional info was received from the pt on 06-mar-2009. The pt received injections of synvisc in her knee on (B)(6) 2008. These dates contradicted previously reported info. The pt reported that the physician injected the synvisc 2 1/2 inches away from the knee joint but the physician assured her the synvisc would flow to her knee joint. Between the second and third injection the pt's knee began to swell and became very stiff and she had fluid build up. The pt stated the synvisc injections went into the tissue instead of her knee joint which left a pouch on the lateral side of her knee where the synvisc was injected. On (B)(6) 2008, she saw her physician to have her knee aspirated. The pt reported that in her opinion his procedure was incorrect; the needle was too short and in the wrong area. Due to this he was drawing blood instead of fluid. The pt was in severe pain when she left the office and her knee was also stiff. On (B)(6) 2008, she was seen by another physician who removed 20cc of fluid from the knee. As of the date of receipt of this report, the pt's outcome was unknown. See (B)(4) for other adverse event cases from this reporter. Additional info was received on 27-mar-2009, in the form of office notes form the injecting physician and a treating physician which were provided by the pt. The injecting physician's office note indicated that the pt received a second set of synvisc injections on (B)(6) 2008 and shortly after the last injection she reported pain, swelling and stiffness of the left knee joint. The office note was dated (B)(6) 2008 when the pt presented for follow-up. The swelling did not respond to ice packing or nsaids and the pt had more pressure in her left knee joint. The pt had difficulty ambulating and the pain was exacerbated with standing and sitting. The pt had not chest pain, dyspnea, nausea, vomiting, rash, fever or numbness. The pt had 3+ joint effusion in her left knee all the way to the superior part of the patella. She had decreased range of motion on flexion of the left knee joint with crepitus. An ultrasound of the left knee joint showed significant joint effusion. The physician wrote that he believed the severity of the swelling in her left knee joint was secondary to her osteoarthritis and not a complication of synvisc. He wrote that fluid accumulation secondary to synvisc improves after several weeks, but she had not had any improvement. The physician aspirated 3cc of bloody synovial fluid and gave her a prescription for diclofenac 1% gel to apply to the area for pain control. The pt was seen by another physician on (B)(6) 2008. The physician aspirated 20cc of yellow joint fluid and gave her an injection of kenalog, lidocaine and marcaine under sterile technique. As of the date of receipt of this report, the pt's outcome was unknown.

Manufacturer narrative:
Eval summary - the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.